Event description:
It was reported that patient exhibited symptoms of local inflammatory reaction six to nine months after implantation of screw component. Subsequently, procedure was performed to remove the gelatinous tissue. No additional information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Records confirm lot was sterilized in 2009. A complaint history search was performed and found no other reports. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Date of event - unknown date of implantation - unknown this report filed april 10, 2009.